Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and was informed that the customer performed a self check and cleaned the speaker of the device which resolved the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the suresigns vm 6 patient monitor displays a speaker malfunction inop error message and is unable to produce sound. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Customer information, full address line: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).